Manufacturer narrative:
The returned device examination noted approximately 50cm from the distal tip of the burr that the sheath was torn/split. The handshake connection was attached to the advancer handshake connection and a tug test was carried; no issues were noted. The catheter could not be wet tested, due to the split in the catheter sheath. This is consistent with over tightening of the hemostasis valve. The burr was microscopically examined; no issues were noted. Analysis did not confirm the event description of 'abnormal noise' as the catheter could not be wet tested. The device was not used in accordance with the dfu (directions for use). The damage to the catheter sheath is consistent with over-tightening of the hemostasis valve; over tightening of the hemostasis valve can result in the catheter sheath becoming crushed. The dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". The device mfg records have been reviewed; no issues or discrepancies were found. This review confirms that the device met all material, assembly and performance specifications. The root cause is determined to be user related, as the device was not used in accordance with the dfu. (B)(4).

Event description:
Determined to be reportable based upon analysis completed on 03/16/2009. Returned product analysis revealed a split in the catheter sheath. It was reported that during preparation for a pci (percutaneous coronary intervention) procedure, outside of the pt, while testing the rotational atherectomy catheter an abnormal sound occurred and shaft damage was observed. The severely tortuous and calcified 90% stenotic lesion was located in the lad (left anterior descending) artery. The procedure was successfully completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "good".